Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2018 with the following findings: review of the black box data revealed unexplained power on reset events recorded. On examination, the battery compartment was confirmed to be cracked as per the allegation. The returned battery cap was noted to have stripped threads and was not able to secure properly to the pump to maintain electrical connectivity. With the damaged battery cap in place, the alleged power complaint was confirmed. A test battery cap fit properly to the pump and maintain electrical connection. With the test cap in place, the pump powered on and was exercised for 24 hours without any interruption in power. There was no evidence of damage, defect or contamination of the pump¿s interior components.